Manufacturer narrative:
Examination of the returned device noted that the single lumen shaft inside the balloon material was broken at 4 mm distal to the lapweld fingers. It was noted that the balloon material was torn circumferentially at approximately 30 mm distal to the proximal transition zone. It was noted that the proximal radio opaque (ro) markerband was detached from the single lumen shaft and free moving inside the proximal portion of the circumferentially torn balloon. A 0.035 inch guidewire was returned with the device and it was noted that a portion of the single lumen shaft measuring 96 mm was on the guidewire along with a free moving distal ro markerband. It was noted that this portion of shaft was severely stretched. It was not possible to move the portion of shaft along the guidewire. It was noted that the distal portion of the balloon material and the distal tip were not returned for analysis. A tactile examination of the remainder of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The dfu clearly states, "do not exceed the rated burst pressure". The complaint report states that the device was inflated past its rated burst pressure. (B)(4).

Event description:
It was reported that during an angioplasty procedure balloon rupture occurred. The lesion being treated was located in the fistula. The physician inflated the 8.0 x 40, 75 cm mustang balloon catheter in the target lesion. The balloon reached 25 atm and ruptured circumferentially. The balloon was difficult to retrieve and the sheath and unspecified guidewire were removed at the same time. No patient complications were reported and the patient is in stable condition. Additional information is not available.

Event description:
It was reported that during an angioplasty procedure balloon rupture occurred. The lesion being treated was located in the fistula. The physician inflated the 8.0 x 40, 75cm mustang balloon catheter in the target lesion. The balloon reached 25atm and ruptured circumferentially. The balloon was difficult to retrieve and the sheath and unspecified guidewire were removed at the same time. No patient complications were reported and the patient is in stable condition. Additional information is not available.

Manufacturer narrative:
(B)(4). Age at the time of event:18 years or older. (B)(4).